Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastrectomy. During stomach resection, the green button of the device was pressed but it did not fire. There was no patient injury.